Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as multiple hardware. The fse performed cleaning of the mixer and nozzles, and replaced the electrodes, buffer syringe, buffer valve, and j-nozzle lines which resolved the issue. Date of birth: information not provided by customer. Weight: information not provided by customer. Ethnicity: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrode (ise) patient results on their au5800 clinical chemistry analyzer. The samples were repeated with results considered correct. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.